Event description:
It was reported that the ventilator failed pressure transducer test and o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the device was repaired by third party service and our technician was not on site. According to the customer, unknown board was replaced to solve the issues. Unfortunately, the device's logs and specific name of the board have not been provided, hence it cannot be determined how the defective part could affect ventilation. The cause of the reported issues has been determined and it is related to replaced part.